Event description:
It was reported the pump "did not drip any medication". The intended rate of the medication was 277.5ml/hr with a volume to be infused of 250ml. There was patient involvement but no harm. Upon additional follow up with the customer it was reported the patient had port-a-cath IV access, and there was no occlusion or air-in-line alarms. Medication bag was hung at least twenty inches above the pump. Once it was noted the medication was not dripping, a new IV pump set was obtained and medication completed without issue.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: other relevant history, device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported under infusion was not able to be identified during the investigation there are no apparent damages in the received devices; the manufacturer seal is intact, with no residue, impacts, or visible damage. A preventive stamp on the front was removed to perform the corresponding tests, since it interfered with the visualization of the sample and testing process on the pump module displays. 20feb2025 pcu event logs review: 9:42:30 am - 9:43:42 am, pump module selected, rate=277ml/h; vtbi=277ml. 10:31:50 am - 10:40:23 am. Issue occurred 4 times in a row: occluded patient side alarm, infusion stopped, 10:42:35 am, pump module selected new infusion programmed: rate=277ml/h; vtbi=250ml; primary volume infused=257.698ml. 11:36:47 am infusion completed; primary volume infused=507.718ml; infusion stopped. Timed rated accuracy test was performed, the pump module was programmed with a test infusion at the recorded rate in the logs of 227 ml/hr for 1 hour. The test results measured the actual rate at 220.65 ml/hr (-2.80 percentage error). The specification for this test is + or - 5% error, per srd-9580 of the alaris system v12.3 prd (dir 10000389719) indicating the device is within specification. Do not modify this device. Modifying the device could affect the safety and efficacy of the bd alaris tm system. Do not use a device that appears to be damaged. Send the device to biomedical engineering for repair (see inspection requirements on page 366). Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm (see inspection requirements on page 366) the device cases should only be opened by qualified personnel using proper grounding techniques. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to service device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported under-infusion was not able to be identified during the investigation, the returned devices were fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the pump "did not drip any medication". The intended rate of the medication was 277.5ml/hr with a volume to be infused of 250ml. There was patient involvement but no harm. Upon additional follow up with the customer it was reported the patient had port-a-cath IV access, and there was no occlusion or air-in-line alarms. Medication bag was hung at least twenty inches above the pump. Once it was noted the medication was not dripping, a new IV pump set was obtained and medication completed without issue.